Event description:
It was reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support instructed the customer to remove the pump cover, inspect for any damage or debris, remove the o-ring, clean the area, and reloaded cartridge resolving issue.